Event description:
It was reported that the system was giving a message of instrument not compatible with cannula. It was suggested to reseat or replace the cannula in arm one. A second cannula was used and same issue persisted. It was verified that the drape was not bunching up in the cannula mount. There was no report of patient involvement or adverse outcomes.

Manufacturer narrative:
The reported cannula issue from the field was confirmed and replicated. Visual inspection showed that the cannula mount had a couple of pins that slid out which made the cannula not seat properly. A metlab switch test and normal mode was performed and both passed. Several cannulas were used and also the test cannula with all three rings registering rings 0, 1, and 2 with no issues on sensor and switch. Failure analysis investigation found that the patient side manipulator arm failed the weight drop test. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found during internal failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.